Manufacturer narrative:
Section h10: h3: the cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Section h10: (g2) report source - company representative should have been checked (g4) date received by manufacturer ¿ date on final submission should have been (B)(6) 2023 (g6) type of report - 30-day should have been checked along with follow-up.

Event description:
As reported, approximately 1.5 years post op initial right tka, this 67 y/o female patient was revised. Patient presented with swelling and reduced rom. Dair procedure and lateral facetectomy performed. Liner was exchanged. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Photos & x-rays attached. Product not returning - sent to rph for analysis.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6): 02-010-04-0325 - logic cr femoral por, right, sz 2.5. (B)(6): 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 5t. (B)(6): 200-02-32 - three peg patella 32mm. (B)(6): 201-78-15 - holding pin mini sharp point 4 pk. (B)(6): 201-78-89 - 3 drill bit, mod. Hex 2 pack. (B)(6): 521-78-23 - threaded pin size 2.3 collared. (B)(6): 521-78-23 - threaded pin size 2.3 collared. (B)(6): a10012 - gps implant kit v2.